Event description:
The physician intended to use a euphora balloon catheter. The lesion was pre-dilated. There was no damage noted to packaging. There were no issues when removing the device from the hoop. It is reported that the stylette and balloon cover felt stuck on the balloon. The nurse assisting the physician reported it took 2 attempts to remove the balloon cover and stylette from the balloon. The device was inspected with no issues. Negative prep was performed with no issues. During the procedure balloon difficulties occurred and the device would not deflate at the lesion site. It is reported that the physician had to remove the balloon whilst it was still inflated. There were no complications whilst removing the inflated balloon. Once the balloon was removed, the physician tried to deflate the balloon using a syringe and the balloon would still not deflate. The physician then used his fingers to press on the balloon whilst sucking back on the syringe to deflate. No resistance was encountered when advancing the device. Excessive force was not used during delivery. There is no patient injury.

Manufacturer narrative:
Additional information: the balloon was prepped as per IFU. The deflation difficulty occurred during first use of the balloon. Evaluation summary: the device returned with the balloon completely deflated. The balloon bond was stretched and slightly bunched. The inner lumen appeared to be slightly stretched with the proximal inner shaft marker positioned in the balloon cone/neck. The balloon distal cone material was folded in on itself. It was not possible to inflate the balloon during evaluation possible due to the stretching of the balloon bond. If information is provided in the future, a supplemental report will be issued.